Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/doses via an implantable pump for intractable spasticity. The patient representative (rep) reported that they were looking on the (food and drug administration) FDA's website and came across an infusion pump programmable catheter recall from 05/10/2024 and they put patient's model number and serial number into the search bar and it appeared their equipment was affected. The patient rep was inquiring why they were not notified about this issue. Agent reviewed but patient rep stated that was not what they were reading on the FDA website at all. They were trying to find out if the current one [catheter] was also shredded because the patient had been having some withdrawal issues, such as itching and stiffness. The patient rep stated patient currently had his second pump and patient had been having issues 'over the past few months'. The healthcare provider (hcp) was trying to taper the medication down and patient was 'probably due' for a pump replacement next year, but they did not want another pump if the catheter was just going to occlude. The patient rep asked if there was a known issue with the catheters or if it was just a person moving around too much. The patient rep stated the doctor told them there was no easy way to tell what was going on with the catheter without going into surgery and replacing it. Agent reviewed catheter dye study information and redirected to healthcare provider but patient stated hcp told them they were not going to do a dye study unless they know they were going to replace the pump because it was too dangerous. The patient rep stated the patient was in the hospital right now and the doctor was calling them back so they had to disconnect the call. The patient rep stated they were going to dig more into this and call back.